Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the led will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the lead was replaced due to a fracture found near an anchor. A fracture was suspected due to a fall. The physician did not suspect device malfunction. The patient was doing well postoperatively.